Event description:
The healthcare professional reported that during the process of delivering the enterprise2 4mmx23mm (encr402312, 9403138), the stent component was found detached from the delivery wire in the y-connector. The physician removed the y-connector and stent. The stent was switched with a new one to complete the procedure. The microcatheter was not replaced. No patient injuries nor consequences were reported. On 24-jul-2025, additional event information indicated that no resistance was felt. There was no physical damage noted on the stent/stent delivery system. No procedure prolongation nor consequences for procedure prolongation were reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was observed. A microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding a stent being detached was confirmed since the stent was noted as already separated from the delivery system. The detachment in the y-connector suggest that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.